Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported absence of "no delivery alarm." Troubleshooting was done, settings were corrected, and pump appeared to be functioning normally.